Event description:
It was reported by our warehouse analysts that surgeons are having problems during t2 nail surgeries, with the im reamers. It seems that this happen when a system 5 drill is used with the reamer. The analysts also reported that the im reamer used seemed to be broken inside because the guide wire could not pass through them.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.